Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricular (LV) lead became difficult to manipulate, and the guidewire was unable to advance through the LV lead. Consequently, the LV lead was not used, and implantation of the LV lead was abandoned. The patient remained in stable condition.